Event description:
It was reported that the 9800 system locked up during a procedure. System rebooted and operated normally. No adverse patient event reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Power supply was adjusted to nominal level. The system was tested and found to be working as intended and placed back into service.